Manufacturer narrative:
(B)(4). Voluntary medwatch report mw5094040.

Event description:
It was reported that detached sensor wire occurred. Date of issue is an approximation. Information was received via a maude report that a physician reported that the sensor wire dislodged in the patient¿s body requiring surgical retrieval. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.